Manufacturer narrative:
The customer reported that the display was distorted and not readable. A philips field service engineer evaluated the device at the customer site and resolved the issue by replacing the display.

Event description:
The customer reported that the display was distorted and not readable.